Event description:
It was reported that the intra-aortic balloon (iab) was prepped and given to the md to insert via a sheath. During insertion, the iab became stuck in the sheath. As a result, the iab and the sheath were removed as one unit. The md inserted another iab without complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.